Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. The reported phenomenon was not duplicated. However, the device's error log did indicate that ventilator inoperative alarms had been recorded. The device's main board was replaced to address the issue.